Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flows back into the side port issue occurred. It was reported that the sheath was flushed normally, and bubbles appeared during aspiration. Nothing was seen in the valve or during aspiration. The sheath was then pulled. A second vizigo was used. A transseptal puncture was performed with a fixed sheath. No air was introduced into the patient. There were no patient consequences. The issue with air flows back into the sides port is MDR reportable.

Manufacturer narrative:
B3. Date of event: the event date is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 10-aug-2023. The device evaluation was completed on 11-aug-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flows back into the side port issue occurred. It was reported that the sheath was flushed normally, and bubbles appeared during aspiration. Nothing was seen in the valve or during aspiration. The sheath was then pulled. A second vizigo¿ was used. A transseptal puncture was performed with a fixed sheath. No air was introduced into the patient. There were no patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. This was assessed as MDR reportable. The previously reported backflow issue remains assessed as MDR reportable. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000088 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The broken valve condition could be related with the issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000088 number, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).